Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient felt some pocket stimulation. The lead exhibited high thresholds, higher unipolar impedance than bipolar impedance, low bipolar impedance, and an insulation break was suspected. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.